Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20014787/20014787.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not providing adequate pain relief. The patient underwent an explant procedure. All explanted device components were discarded and will not be returned. No device malfunction was suspected.